Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 is being used to capture the reportable event of stent break. A naviflex rx delivery system was received for device analysis without the guide catheter. No damage was noted to the push catheter. A destructive test was performed and found that the pull wire was broken, which may have caused the guide catheter detachment. No other issues were noted with the delivery system. Product analysis confirmed the events of device user error, but they were unable to confirm the reported device interaction with another device. It wasn't possible to identify if the returned device had interaction with any other device during usage. In addition, device analysis found that the pull wire was broken. The investigation found that it was likely that when they tried to deploy the stent, the tortuosity of the procedure or the physician technique made the device not able to deploy the stent, which consequently made the physician use more force to deploy the stent and by this manipulation, the pull wire broke, and the guide catheter become detached. It's also a possibility that the stent wasn't able to be deployed if it got damaged during the introduction of the stent since the instructions for use weren't followed; however, the stent wasn't returned for analysis to see if it had any conditions that could have limited its use during the procedure. Therefore, a review and analysis of all compiled information on this investigation determine that the most probable cause is "adverse event related to procedure." A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. It was reported that the barb flap cover was not used to insert the device through the biopsy cap. The IFU stated: "pull back on the pull wire cap to adjust the length of the guide catheter in front of the stent and engage the naviflex rx delivery system locking mechanism. Slide the stent barb cover so it is on the distal end of the blue push catheter near the stent." However, the barb flap cover was not used to insert the device through the biopsy cap. In addition, there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, after the physician replaced the lesion, they tried to deploy the stent but could not because the inner sheath did not move. The procedure was completed with another device of the same device. There were no known patient complications reported as a result of this event.